Event description:
It was reported that during a device implant there was an attempt to create t-wave oversensing (twos) on the patient, who had a known history of twos. The device withheld detection with the twos algorithm. The physician then opted to turn on ventricular fibrillation (vf) therapy, and the device stopped witholding and the patient was shocked. It was explained that programming detections on or changing a parameter during an episode causes the device to redetect. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009, 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv(right ventricular) oversensing. Three t wave ventricular oversensing episodes are recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.